Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured may 20-22, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured which resulted in a fluid leak. While filling the device with fluorouracil and 5% glucose, the membrane ruptured and leaked medication at the filling site. It was observed that there was a tear in the elastomeric membrane. There was no patient involvement. No additional information is available.